Event description:
Customer reported unexpected positive reactions (2+ "mixed field") at the immediate spin (is) phase with gammaclone anti-d (monoclonal blend) lot dmb65-4, when testing a previously typed group o, rh negative patient. The patient typed as rh negative in 2006, using gamma-clone anti-d (monoclonal blend) lots dmb62 and dmb63. Testing was performed by tube method. According to the customer, the patient was recently tested at a hospital on the provue instrument (gel technology) and resulted positive (2+) at is phase. Repeat testing performed at the same facility with ortho anti-d resulted negative at is phase and positive (2+) at the weak d phase.

Manufacturer narrative:
Retention testing was performed with gamma-clone anti-d (monoclonal blend), lots dmb65-4, dmb63-5, and dmb62-2, using red cells of various rh phenotypes, including weak d cells. All products performed as expected. The customer returned sample for investigation testing. Testing was performed with customer's sample and a variety of manufacturers' anti-d reagents, including anti-d (monoclonal blend), lots dmb65-4, dmb63-5, and dmb62-2. Weak reactivity was observed at the immediate spin and 37c phases of testing, with optimal reactivity demonstrated at the antiglobulin phase of testing with all anti-d reagents tested. The customer did not return product of investigation.